Event description:
This lead was explanted due to high threshold. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut. Only the distal fragment was received for analysis. It is reasonable to assume that the lead was cut during the surgery. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed a deformed lead tip and cuttings in the insulation. Based on the symptoms, it is reasonable to assume that these damages resulted from the explantation procedure. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The analysis of the available lead fragment did not reveal any sign of a material or manufacturing problem.